Manufacturer narrative:
The product was returned for evaluation. Visual and optical examination of the connectors and break off nuts did not reveal a material or functional issue with respect to the implants. Relevant dimensional inspection of interface dimensions confirmed conformance to print specifications. Thread plug gauging confirmed break off screws were not misaligned during construct assembly, and threading conforms to print specification. Based on typical 5.5 rod tolerance, rod diameters appear to be within print specification.

Manufacturer narrative:
Films were supplied for review which found: ap and lateral views verify complex construct t12-l1-l2-l3-l4-l5-s1-s2 with interbody cages at l2, l3, and l5. Enlarged view shows disassociation of lateral connectors.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-4. The patient underwent a second surgery to extend the fixation level to th12-s2 skipping left l4 pedicle due to poor bone condition. Sometime post-op, it was reported that a nut and a sacral connector were backed out with a rod. The patient complained of pain and underwent a revision surgery. During the revision surgery, only the backed-out nut and sacral connector were removed. The other devices were left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.